Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breached outer insulation degradation 4.9 cm from the connector pin. Other damage found is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.